Event description:
It was reported that 10 bd vacutainer® k2 edta (k2e) plus blood collection tubes had liquid foreign matter in tubes. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about water droplets or the like found inside several tubes.

Manufacturer narrative:
Investigation summary: no samples and no photos were returned by the customer in support of this complaint. The 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.